Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent emergency brain surgery on (B)(6) 2019. The device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg and the patient controller is displaying an error message since the procedure. Surgical intervention may be pending at a later date.

Event description:
It was reported that the patient's ipg was explanted on an unknown date and replaced with a competitor system.